Manufacturer narrative:
Information was received indicating that the pump did not fault while in use with a patient. There was no patient involvement in this event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue could not be duplicated by analysts. There was no fault found with the returned device. The dso sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was alarming "cassette not attached properly". There were no reported adverse events.